Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for unexpected microbial contamination. The suction channel sample detected 29 colony forming units (cfus)/endoscope and the auxiliary channel detected 28 cfu/endoscope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer reported that there were deviations or deficiencies concerning reprocessing of the scope. However, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. If manual cleaning was not performed within an hour after the procedure, presoaking was performed. The device passed the leak test. The detergent used was unknown. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was pokayoke, with no reported defects, and using getinge detergent and disinfectant. The concentration and expiration date of the disinfectant was controlled. All channels of the device were connected in the aer. The water quality was controlled by filter and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a plasma typhoon simple cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 18 colony forming units (cfus)/100ml and 27 cfu/endoscope of gram positive bacteria and citrobacter freundii. The device was reprocessed and the testing repeated, but the results are pending. A supplemental report with device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The culture testing was repeated on (B)(6) 2023 and the forceps channel, air/water channel, and jet channel samples detected <1 cfu/ endoscope. The suction channel detected 8 cfu/ endoscope of pseudomonas stutzeri. The device evaluation found the following: the plastic distal end cover had a scratch; the mouth guard piece for endoscopy was damaged; the air/water cylinder was scratched; the suction cylinder was scratched; key top 1 had cuts; the scope connector water mouthpiece was scratched; the biopsy channel was deformed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. After replacing the biopsy channel, channel mount, cylinders and scope cover case unit a new microbiological sampling was performed where all channels tested negative for growth at less than 1 cfu. Olympus will continue to monitor field performance for this device.